Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to corroded battery tube and battery contact. The pump had a broken battery cap, cracked case at display window corners, cracked battery tube threads and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 145 mg/dl at the time of incident. The customer's father stated that his daughter had been off the pump for about a year but was trying to get back on it. The pump did not turn on at all. The pump did not turn on even after several battery changes. He stated that the pump was acting quirky before her daughter took a break from it. The pump was alarming no delivery when priming. The insulin pump was returned for analysis.